Manufacturer narrative:
(B)(4) captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. As a result, a code 1005 indicative of delivering a shock into an open circuit condition was recorded. A system revision was completed in which this device was explanted as the physician was concerned of possible damage to the device as a result of the delivered shock. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device was noted to have failed the pacing portion of the returned product testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include product investigation details.